Event description:
A report was received that the patient had wound irrigation at the ipg site due to infection. The patient's symptoms include fluid collection at the ipg site. The physician believes the infection was procedure related. The patient was prescribed with antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.